Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable.

Manufacturer narrative:
(B)(4). (B)(6). The device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the alp sizer was not sliding smoothly during an total knee arthroscopy. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.